Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a ventricular high rate episode during a surgical procedure, likely due to electrocautery. The device remains in use. No patient complications were reported as a result of this event.